Event description:
Rptr's client experienced a severe eye infection shortly after starting use of this product. Consumer began using product at the end of sept 2005. Right away she bagan experiencing redness and tearing. Within a week of use she woke up one morning and couldn't see at all-she could only see shadows. She also had constant stabbing pain. She went to a doctor. Where she was treated with drops. She visited the doctor daily for a while. Rptr is unsure of the diagnosis.